Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported their controller was not working properly. It was reported that it jumps from one group to another and that the number may or may not be correct. Patient reported the ins shuts off and they never know what the controller is going to do. The other day they tried to charge and it was finding the device for like 5-10 min. They then pulled the recharger (insr) out and waited for 30 min and was able to find the device. Consumer reported 'you name it, it does it'. Patient further explained they could be shopping and be fine and then all of a sudden they start hurting so bad, they break out in sweat and think they are going to throw up. They then look at the programmer and the ins is not even on. It has happened a couple of times. They gave another example where the other day they looked at the remote and it was supposed to be in group a at 3.6 or 3.8 but it showed group a and number 1. It was reported that at first the manufacturer representative thought the patient was not understanding because it was new to them but after meeting with the representative and reprogramming twice they were told ¿it is not you, it is your remote.¿ it was reported that the programmer was not working right and they wanted to have it replaced. Consumer reported they charge too frequently and sometimes they have to charge their ins twice a day. Patient reported they have nerve damage in their hip and their nerve pain in their hip has stopped but they cannot tell if the device is helping their back pain at all. They are still on pain meds. They think sometimes it helps, once in a while, but for the most part they would say no. All of the issues reportedly began since implant, (B)(6) 2018. Patient was redirected to their health care professional. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported physician performed poker revision on (B)(6) 2018. They moved the implant from right to left and made pocket deeper than before. There was a small hole noted yesterday in the center of the previous pocket incision which led the physician to the decision to switch pocket to the left side as opposed to just making a deeper pocket. No further complications were reported and/or anticipated at this time.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient h3: analysis of the controller, serial #(B)(4), analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturing representative (rep) regarding a patient. It was reported the implantable neuro stimulator (ins) burns when in use. It felt like it is burning from the inside out. Ins site assessed and top of ins it was tilted out and is extremely superficial. Patient used high density rate 1000hz. Rep switched to low density of 80 and patient did not experience burning sensation. Burning sensation resolved with low density settings. Patient will wear binder to try to straighten ins in pocket. Surgical intervention planned but not yet scheduled. No further patient symptoms or complications were reported in this event.